Event description:
It was reported that during use of the catheter a piece of plastic broke off, remained in the body, and fell out four days later. The wound on the stomach become inflamed and is still reddened on (B)(6) 2020. It was not necessary for the patient to see the surgeon since the device fell out. No medical or surgical intervention was reported.

Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed, and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed. Operator of device unknown this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).